Event description:
Customer reported that he received a no delivery alarm and alarm is recurring. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and insulin pump alarmed no delivery. He was then instructed to disconnect and reconnect the reservoir and infusion; insulin exits the tubing. Customer advised to rewind, reinsert the reservoir and run manual prime; device alarmed during manual prime. Customer changed the infusion set and insulin does not exit during the manual prime and alarm occurred again. Blood glucose value is 211 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.